Event description:
During egd(esophagogastroduodenoscopy) with peg (percutaneous endoscopic gastrostomy) placement with an avanos 24fr pull peg kit the patient acquired 2 esophageal tears that required 3 clip placement. As the md was pulling the peg down the esophagus, the bumper on the 24fr peg tore the esophagus in two places requiring the clips to be placed to stop the bleeding.